Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a hair like form was found inside of the sterile packaging. The surgery was finished with an alternative one.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. (B)(4).

Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the device, returned in its opened original package, confirmed the presence of the reported hair on the poly surface. Manufacturing records were reviewed and confirmed that the device was manufactured, inspected, and packaged to specification. The reported device is used for treatment. Based on the information provided, a definitive cause for the reported condition of hair in the package could not be determined. Review of complaint history identified no previous complaints for the lot code associated with the returned device. This device was packaged in a class 10,000 clean room, under a specially designed hooded packaging station that creates a class 1000 clean room environment that significantly reduces the presence of foreign contaminants. The sterilization process for this device is in accordance with FDA regulations and iso standards. Therefore, it is highly unlikely that the presence of the foreign material found in the package would lead to any infections or other bio-incompatibility if the device had been used.